Event description:
While using the ligasure system, the surgeon noticed yellow fluid around the small bowel. The small bowel was perforated and had to be stitched. No malfunction of the ligasure is alleged by the customer.